Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter. The customer reports broken adapter. Customer reports catheter was removed and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.